Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that after being turned on high for 10 mins, the trellis wire was visibly separated under fluro. No patient injury is reported. Evaluation summary: the trellis odu and catheter were received for evaluation. The dispersion wire of the odu exhibited rope twisting (twisting on itself). The gray sigmoidal section was fractured approximately 8.5cm from the black-gray transition. The remainder of the dispersion wire was trapped in the catheter between the two isolation balloons. The proximal end of the separated wire segment was located at a catheter kink. The distal edge of the dispersion wire was visible through the aspiration port.